Manufacturer narrative:
The account replaced the left head coiled cable to resolve the alleged problem with the cable being frayed and exposing bare metal wires.

Event description:
The account alleged that the left head coiled cable is frayed. Account alleged that bare metal wires were visible. Account stated that there were no injuries and a patient was not in the bed.